Event description:
It was reported that a malfunction alarm occurred with the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump.